Event description:
The account alleged the brakes do not hold. No pt impact.

Manufacturer narrative:
The tech found that the brakes hold the stretcher in position. The tech lifted the base shroud cover and inspected the brake assembly, including both head and foot rocker arms, and no issue was found. The bed functions as designed.